Event description:
It was reported by the physician the device was used during a breast biopsy. It was reported the device was fired without difficulty, but when removed from the breast, the sleeve was left in the pt. Surgeon stated he is familiar with the use of the device and reviewed proper steps of use. Surgeon did not try to remove the sleeve; it remains in the pt and she is aware. There was no consequence to the pt.